Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer also reported keypad anomaly. It was reported that the act button was not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected no delivery alarm was noted and the insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube and a cracked reservoir tube window.